Event description:
The patient's implantable neurostimulator (ins) battery depleted after two years of use. The ins was explanted and replaced. The patient was not injured and recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.